Event description:
The olympus representative reported (on behalf of the customer) that during maintenance, the duodenovideoscope presented with an angulation problem. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps elevator had foreign material. The foreign material was yellowish/brown in color, and it was unknown what the foreign material was. This report is to capture the reportable malfunction of a foreign substance found on the forceps elevator noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: low angulation; free play; adhesive around the objective lens had wear; due to wear of the angle wire, the bending angle in the down, left, and right directions did not meet the standard value; due to a cut on the k-wire, the forceps raising angle did not meet the standard value; the light guide bundle had breakage; due to wear of the angle wire, the play of up and down knobs was out of the standard value; the adhesive around the light guide lens had discoloration; and the adhesive on the distal sheath was detached; the image guide protector had a cut; the light guide cover glass had corrosion; the k-wire was completely cut off; the switch box had a dent; the suction cylinder was shaved; due to wear on the angle wire, the bending angle in the up direction did not meet the standard value; due to wear on the angle wire, the play of the right and left knobs was out of the standard value; the angulation works, but the angulation control knob was too loose and light; the connecting tube had a peeled coating; the forceps channel port was shaved; and scratches were found at multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the forceps elevator, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. Foreign material may not have been removed due to imperfection of proper reprocessing since k-wire (knob wire/forceps elevator wire) was broken and forceps elevator malfunction occurred. The following information is stated in the instructions for use (IFU): instruction manual tjf type 150 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.